Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The ipg was visually inspected and it was noted that the header was slightly discolored. No other visible anomalies were noted. The ipg was placed in 6l saline tank with thermocouples and set at the following program: 40hz, 200us, 5ma perc, and 15ma max. Discharge running at 15ma in saline tank with temperatures being monitored. This is used to reduce the charge on the ipg for charging and establish a baseline. The discharge started at approximately 16:40. The lab temperatures were tracked by the air temp thermocouple. No ipg temperatures exceeded the +/- 2 degrees celsius the test was looking for. Conclusion: the reported complaint could not be confirmed for burning or heating at the ipg pocket. The ipg passed the autotest and temperature testing did not reveal a heating issue with the ipg. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Please see MFR report #1627487-2010-02641 for device 2. On (B)(6)2009, the patient was implanted with an scs system. On (B)(6)2010, it was reported that the patient complained of pain, burning, and heating at the ipg pocket, regardless of whether the stimulation was on or off. The patient's doctor believed that the pain was from the scar tissue healing process, and prescribed lidoderm patches for the patient. On (B)(6)2010, it was reported that the patient requested a new ipg. On 9/14/2010, it was reported that the system was explanted. The day of the surgery, the leads had several invalid contacts so they were replaced as well. During the explant, the physician observed a black burn/cauterized mark under the ipg.